Event description:
It was reported that "introducer needle bent with very little manipulation while in the patient. Anesthesia retracted the needle, bent it back to straighten, and it snapped". Additional information states that "no harm occurred. This needle bent in the patient but broke external to the patient". The issue was resolved by opening a new kit and using a new introducer and spinal needle. The procedure was completed successfully.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The photo shows a needle with a broken cannula. The complaint was confirmed based on the photo. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "introducer needle bent with very little manipulation while in the patient. Anesthesia retracted the needle, bent it back to straighten, and it snapped". Additional information states that "no harm occurred. This needle bent in the patient but broke external to the patient". The issue was resolved by opening a new kit and using a new introducer and spinal needle. The procedure was completed successfully.

Manufacturer narrative:
Qn# (B)(4).